Event description:
Report received from the USA stating that the device was being returned for service. During service of the device, it was noted that the device had a damaged hose. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of "hole in hose" was confirmed. During service, the device was found to have a hole in the hose. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).